Event description:
It was reported that the battery of this device dropped from 58% remaining in (B)(6) 2020 to 16% most recently. Premature battery depletion was alleged. Engineering review noted that the device was showing unexpected depletion and should be explanted and returned. In addition it was noted that an inappropriate shock was delivered involving this device in the secondary sensing vector and the device was thus reprogrammed to the primary sensing vector. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the allegation of inappropriate shock based on review of the electrocardiogram episode reports; it was determined that shock was warranted based on the patients pattern of tachyarrhythmia.

Event description:
It was reported that the battery of this device dropped from 58% remaining in (B)(6) 2020 to 16% most recently. Premature battery depletion was alleged. Engineering review noted that the device was showing unexpected depletion and should be explanted and returned. No adverse patient defects were reported. This device remains implanted.

Event description:
It was reported that the battery of this device dropped from 58% remaining in may 2020 to 16% most recently. Premature battery depletion was alleged. Engineering review noted that the device was showing unexpected depletion and should be explanted and returned. In addition it was noted that an inappropriate shock was delivered involving this device in the secondary sensing vector and the device was thus reprogrammed to the primary sensing vector. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.